Event description:
The account alleged the foot end brake casters do not hold when in brake mode. No pt impact.

Manufacturer narrative:
The account found the shoulder bolt was missing from the brake pedal linkage. The account replaced the shoulder bolt and lock nut in the brake pedal linkage to resolve the issue.